Event description:
The following info concerning the event was copied by a carefusion tech support specialist from an e-mail from the distributor in (B)(4) that had been forwarded to the carefusion tech support specialist by the carefusion product manager. Pt 1: 22 week, (B)(6). Pt issue: nasal septum breakdown. Daily log: pt 1 pml 26 weken 5/7. Geboortegewicht: (B)(6). Start dag 21. Pcl: 28 weken 2/7. Gewicht: (B)(6).

Manufacturer narrative:
Carefusion did not request the return of the used pt circuit, generator, nasal masks and nasal prongs for eval. Based on the info provided by the user facility and the carefusion (B)(4) senior marketing mgr, carefusion determined that the user facility's lack of experience with the new carefusion infant flow ncpap system (generator, mask, prongs, bonnet and headgear) was the most likely underlying cause of the reported event. Carefusion has initiated an internal corrective action request as a part of our corrective and preventative action system to further investigate this issue.